Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual released at the time of the complaint (B)(4) provides instructions for the user in the " general maintenance¿ section: " ensure that all mounting screws for the optical tracking camera and mounting arm are secure. " accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: " without supporting clinical/medical documents, a thorough investigation cannot be performed." Visual inspection found that the camera had extensive damage which could have contributed to the reported problem. The side of the case was cracked. During functional evaluation, the camera was connected to a system and a mock case was attempted. The reported complaint was confirmed. The camera was very slow to response. This failure is an identified failure mode within the risk assessment. The root cause was established to be user error. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during registration of a uka, the points were collecting very slowly. For example, during collection of the tide mark doctor had to hold his position for an extended time before the point would register in the computer. During burring, the model on the screen wasn¿t matching the bone. At the end of the case there was an error message saying to call customer support. Less than 30 minutes delay was reported.